Event description:
I ordered an event monitor for a patient. A fax came through last night identifying a rhythm of svt (supraventricular tachycardia). There was no phone call because rhythm was identified as svt. The actual rhythm was vt (ventricular tachycardia) deteriorating into vf (ventricular fibrillation). I do not think a phone call would have helped this patient get speedier care because his arrest was witnessed from what I understand. Manufacturer response for event monitor, event monitor (per site reporter). [Redacted date] emailed hvc [redacted name] to see if this was an electronic failure or process. Per [redacted name], she believes it was human error on a read by preventice team, but is not involved with these products. [Redacted date] [redacted name] emailed reporting contact for model and serial number of device.